Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue due to which the blood glucose level was elevated to 700 mg/dl for which the patient attempted to deliver a bolus and multiple daily injection. The infusion set was used for less than a day and there was no damage when the package was first opened. On (B)(6) 2019, the patient was admitted to the hospital, where insulin drip was given as a corrective treatment, which resolved the issue. However, on (B)(6) 2019, the patient was released with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.